Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a total lack of saline flush through the burr catheter occurred. The 90% stenosed lesion was located in a severely calcified and mildly tortuous proximal right coronary artery (rca). After connecting the flush to the 1.25mm rotalink plus unit during preparation, it was noticed that the flush was coming out of the advancer portion of the device, but there was no flush coming through the body of the catheter. The burr catheter portion was disconnected and then re-connected with the same results. The procedure was completed once a second 1.25mm rotalink plus unit was used. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a total lack of saline flush through the burr catheter occurred. The 90% stenosed lesion was located in a severely calcified and mildly tortuous proximal right coronary artery (rca). After connecting the flush to the 1.25mm rotalink plus unit during preparation, it was noticed that the flush was coming out of the advancer portion of the device, but there was no flush coming through the body of the catheter. The burr catheter portion was disconnected and then re-connected with the same results. The procedure was completed once a second 1.25mm rotalink plus unit was used. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: on the initial visual inspection of the device, there were no issues noticed. No issues were noted with the handshake connections during the tug test and connect/disconnect test. During the attempt to wet test the device, it was noted that saline leaked from the nose of the advancer unit, as described in the event description. The plus unit was disconnected and the catheter unit examined. It was noted that the o-ring on the catheter shell was damaged. The o-ring then came apart from the catheter unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is supplier manufacture. The complaint sample was returned for evaluation and it was noted that the advancer o ring of the catheter unit was broken and damaged. (B)(4).